Event description:
It was reported that the customer's blood glucose level was 42 mg/dl. The customer treated himself with food. The customer stated he had calibration errors with his sensor. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.